Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateraj salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain pelvic area') in a 36-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gerd, obesity, perforation of tympanic membrane, uterine leiomyoma and vitamin d deficiency. Concurrent conditions included joint pain, headache, indigestion, tooth pain, neck pain, shoulder pain, urinary frequency, myalgia, back pain, fever, dysuria, skin infection and uterine bleeding. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 23 days after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problem condition depression") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and six on the left. Treatment received for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: fragments of benign ectocervix, endocervix, and lower uterine segment. 2. Endometrium, curettings: fragments of benign dyssynchronous endometrium. Fragments of benign endocervix and ectocervix. No hyperplasia or malignancy identified. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain pelvic area') in a 36-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gerd, obesity, perforation of tympanic membrane, uterine leiomyoma and vitamin d deficiency. Concurrent conditions included joint pain, headache, indigestion, tooth pain, neck pain, shoulder pain, urinary frequency, myalgia, back pain, fever, dysuria, skin infection and uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 23 days after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problem condition depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateraj salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: fragments of benign ectocervix, endocervix, and lower uterine segment. 2. Endometrium, curettings: fragments of benign dyssynchronous endometrium. Fragments of benign endocervix and ectocervix. No hyperplasia or malignancy identified. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019:quality- safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain pelvic area') in a 36-year-old female patient who had essure (ess205) (batch no. 621800, 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gerd, obesity, perforation of tympanic membrane, uterine leiomyoma and vitamin d deficiency. Concurrent conditions included joint pain, headache, indigestion, tooth pain, neck pain, shoulder pain, urinary frequency, myalgia, back pain, fever, dysuria, skin infection and uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 23 days after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problem condition depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateraj salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: fragments of benign ectocervix, endocervix, and lower uterine segment. Endometrium, curettings: fragments of benign dyssynchronous endometrium. Fragments of benign endocervix and ectocervix. No hyperplasia or malignancy identified. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs+mr received : following events were added : abnormal bleeding (vaginal, menorrhagia, depression and mental anguish, lot number added. Medical history and concomitant conditions added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateraj salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of product technical complaint incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain pelvic area') in a 36-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gerd, obesity, perforation of tympanic membrane, uterine leiomyoma and vitamin d deficiency. Concurrent conditions included joint pain, headache, indigestion, tooth pain, neck pain, shoulder pain, urinary frequency, myalgia, back pain, fever, dysuria, skin infection and uterine bleeding. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 23 days after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problem condition depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateraj salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were four trailing coils on the right and six on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: fragments of benign ectocervix, endocervix, and lower uterine segment. 2. Endometrium, curettings: fragments of benign dyssynchronous endometrium. Fragments of benign endocervix and ectocervix. No hyperplasia or malignancy identified. Concerning the injuries reported in this case the following events were confirmed via patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Outcome of event pelvic pain changed from "unknown" to "recovering/resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.